Event description:
Approx three months after initial cochlear implant surgery, the pt reportedly developed middle ear infections and infections at the tympanic membrane. The pt continued to be monitored by the center. Recently (exact date not given), it was reportedly discovered that the pt's electrode positioner had migrated out of the cochleatomy and relocated right behind the tympanic membrane. Surgery reportedly was performed. The pt reportedly was prescribed antibiotics for the infection. In may 2004, the pt's c1 device was explanted.